Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed the speaker failure. The rse determined that the loudspeaker assembly needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer was advised and acknowledge to carry out the repair and ordered a replacement speaker to resolve the issue. The customer was provided a replacement speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. H3 other text : device not returned.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone: (B)(6). E1: reporter phone #:(B)(6).

Event description:
It was reported the mx750 displays a speaker malfunction error inop. No sound was coming from the device. The device was not in use on a patient. There was no report of patient or user harm.